Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted for non-malignant pain. The hcp reported that the patient¿s implantable neurostimulator (ins) is dead, and communication cannot be established with the patient programmer. It was noted that the patient was to have an MRI. The hcp also mentioned that the patient indicated their device is going to be explanted in august. Technical services recommended that the patient follow-up with their healthcare provider to confirm MRI eligibility and address reported issues. No further complications were reported or anticipated.